Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis. The peritonitis was manifested by abdominal pain and effluent that looked like puss. The breach in aseptic technique was further described as the patient reusing a patient line that was dropped in the toilet. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report, the patient had been discharged from the hospital and patient recovered. It was unknown if the patient was retrained on aseptic technique. During hospitalization pd therapy was discontinued and the patient was switched to hemodialysis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that on an unknown date in (B)(6) 2014, the patient experienced peritonitis. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.